Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable magnesium gen.2 assay result for a patient sample tested on the cobas c 703 analytical unit. The initial result was 0.122 mmol/l. The repeat results were 0.163 mmol/l, 0.653 mmol/l, 0.673 mmol/l, and 0.654 mmol/l. No erroneous result was reported out.